Manufacturer narrative:
Device used for treatment, not diagnosis. This report is for unk - screw cannulated/unknown lot number. The original implant date is unknown. Device is not expected to be returned for manufacturer review/investigation. A 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2017, a surgeon was removing 2 cannulated screws that were in the left patella due to irritation. He had also planned to do a arthroscope of the knee. He was able to remove one screw but could not remove the second and left it in the patient after much effort to remove it . The original implant date is unknown. There was a 15 minute delay in surgery. The surgery was less than successful. This complaint is for the two cannulated screws being removed due to irritation. This complaint is for one device. This report is 1 of 1 for (B)(4).